Event description:
It was reported following an interventional procedure, the pt was transferred to the iccu. Upon attempting to remove the sheath, the nurse partially cut the suture which was holding the sheath in place. The nurse noted blood leaking under the hub of the sheath. A second nurse was able to cut the suture completely, however, when she attempted to remove the sheath, the hub became separated from the body of the sheath. The cardiologist was called and successfully retrieved the section of the sheath from the pt. The pt became hypotensive and bradycardic during the event, requiring atropine and dopamine. The cardiologist questioned whether the nurse had cut the sheath while attempting to cut the suture. The pt reportedly recovered and was discharged in july 2003.